Event description:
It was reported that the device would not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The problem was attributed to the system/memory pcb assembly, the power supply pcb, and the system/interface cable assembly. After replacing these assemblies, proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assemblies and determined that the cause of the reported failure was due to a short of the circuit on the system/memory pcb assembly near filter fl156. It was observed that as a result of the failure of the system/memory pcb, the power supply pcb and the system/interface cable assemblies were damaged.